Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a technologist received a cut that resulted in five stitches to the eyebrow after tripping on the wdr1 tether cable while preparing for a patient exam. The technologist fell, impacting their forehead on the floor.

Manufacturer narrative:
Ge healthcare investigation concluded that the root cause of the technologist tripping on the wdr1 tether cable was user error because the technologist was caught on a loop that had formed on the detector tether cable despite clear labeling instructions. The ge field engineer reviewed the warning and cautions regarding the detector tether within the products operating instructions with the customer.